Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the connection for infusion tube and flat filter got detached after a patient was transferred from high care unit to a ward. The catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter, snaplock adapter, and flat filter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the catheter, snaplock adapter, and filter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the catheter disconnecting could not be determined based upon the information provided and without a sample.

Event description:
It was reported that the connection for infusion tube and flat filter got detached after a patient was transferred from high care unit to a ward. The catheter was replaced. There was no reported patient injury.